Event description:
It was reported that the patient has been experiencing pain since having surgery in (B)(6) 2012. Patient is reporting that the knee is bending backwards along with having swelling on the outside of her knee. Patient also states that she is having muscle spasms in her knee area especially when she is lying down at night.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.